Manufacturer narrative:
(B)(4). Further review of this event determined it is no longer medwatch reportable as increased mitral regurgitation was reportedly due to pre-existing heart failure and mitral valve disease progression and there is no device malfunction. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mr appears to be related to patient morphology/pathology (disease progression). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information was obtained: the implanted mitraclip remained stable and well seated on the mitral valve leaflets. At 6 month and one year post-procedure, mitral regurgitation was moderate; at two years mr was mild to moderate, at 3 ((B)(6) 2012) and 4 years mr was moderate to severe; at 5 year mr was mild to moderate. In the physician opinion, the increased mitral regurgitation (mr) was not related to the mitraclip but was due to disease progression of the mitral valve and heart failure with low left ventricular ejection fraction, pre-existing conditions. The patient has decompensated heart failure and worsening renal insufficiency treated medically.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed for the increased mitral regurgitation (mr) which is considered a serious injury. It was reported on (B)(6) 2009, one mitraclip was successfully implanted in a patient with functional mr, successfully reducing the mr from 3+ to 1+. During the 5 year follow-up, increased mr was noted. Per physician, the increased mr was not serious and required no treatment. There was no reported device malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4).